Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -8.5/3.0/95 (sphere/ cylinder/ axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced refractive surprise and it was indicated that the 13.2mm lens caused a overcorrection; which made it difficult to read up close for the patient. On (B)(6) 2021 the lens was exchanged with a shorter length lens but this did not resolve the problem and noted "myopia under correction". The cause of the event was reported as unknown. See MDR # 2023826-2021-04907 for replacement lens claim.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the optic and haptic torn. Dimensional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Functional inspection found the lens to be within specifications. Claim# (B)(4).